Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was at home at night, found a loss of blood (unknown amount), went to the hospital and they noticed that it was leaking between the catheter and the extension. It was stated that the leakage was exactly located on the junction of extension tube and bifurcate. The catheter was not repaired. There was no reported patient injury.